Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer mentioned about symptomatic urinary tract infection, pain, hematuria, catheter blockage and leakage when they were asked about the complications while using the silicone foley catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿lumen wall thickness undersized/ inadequate material selection". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." The device was not returned.

Event description:
It was reported that the customer mentioned about symptomatic urinary tract infection, pain, hematuria, catheter blockage and leakage when they were asked about the complications while using the silicone foley catheter. Per additional information received via ibc on 02may2022, the survey respondent mentioned about accidental removal when they were asked of complications while using the silicone foley catheter.